Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a stent damage occurred. Vascular access was obtained via a femoral artery. The stenosed target lesion was located in a moderately calcified and moderately tortuous left coronary artery. The lesion was 20mm long and was noted to have a significant bend >45 and <90 degrees. Pre-dilation was performed with an unspecified balloon. A 2.75x12mm promus element stent was advanced, but was unable to cross the lesion. The stent became damaged. The stent was successfully removed from the patient. The procedure was completed with another of the same device. There were no reported patient complications and the patient status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a stent damage occurred. Vascular access was obtained via a femoral artery. The stenosed target lesion was located in a moderately calcified and moderately tortuous left coronary artery. The lesion was 20mm long and was noted to have a significant bend >45 and <90 degrees. Pre-dilation was performed with an unspecified balloon. A 2.75x12mm promus element stent was advanced, but was unable to cross the lesion. The stent became damaged. The stent was successfully removed from the patient. The procedure was completed with another of the same device. There were no reported patient complications and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. A visual examination of the returned device found that the hypotube was severely kinked at 20.2 cm and 22.2 cm distal to the strain relief. Various less severe bends were noticed further distal on the hypotube. The damage to the hypotube is consistent with excessive force having been applied to the hypotube, possibly during the physician's failed attempts to cross the lesion. An examination of the crimped stent identified no issues. No issues existed with the profile of the tip. Traces of blood were visible inside the guidewire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).